Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review could not be performed, as no machine serial number was provided. An investigation of the device manufacturing records could not be conducted by the manufacturer. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technical reported a fresenius 2008k hemodialysis machine that reportedly removed fluid from a patient during treatment when no ultrafiltration was called for. The initial reporter did not provide a facility name, or a serial number for the 2008k machine. Due diligence attempts were exhausted, but no additional information was provided.